Event description:
A customer contacted baxter technical services (bts) regarding assistance with finding air in the patient line on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to stop the initial drain. The tsr assisted the hp to end therapy in order to restart the setup with all new supplies. The tsr reviewed proper setup and the connecting procedure with the hp. The home patient(hp) was contacted on (B)(4) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that the supplies have already been discarded and no further information is available at this time. The hp also stated no companion samples were available. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of air in tubing without an alarm was not confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.